Event description:
The following information was provided through a post-marketing study. A male with proliferative vitreoretinopathy and a macular hole had surgery for a retinal detachment/retinal tear. Examination following surgery revealed product had migrated to the subretinal space. The residual product was removed in a subsequent procedure and the patient's status was described by the surgeon as abated. The surgeon considers this event to be non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.